Manufacturer narrative:
Data was provided for five patient samples. It was found the calibration for lot 608892 had a lower curve than the previous lot. According to the customer, the qc results were good but the patient results were significantly lower.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received false negative benzodiazepine plus results in urine that were confirmed to be positive with lc/ms. No specific data or date of event was provided. It was unknown if any erroneous result was reported outside of the laboratory. There was no adverse event. The analyzer involved in the event was a cobas integra 400 plus serial number (B)(4).

Manufacturer narrative:
A specific root cause could not be determined. Retention material of the same lot of reagent was tested and the results were within specification.